Event description:
It was reported that a patient was revised approximately two years seven and a half months post implantation due to due to instability, tissue damage, and periprosthetic fracture caused by a fall. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2022-00644, 0001825034-2022-00666. Concomitant medical products-medical product vgxp intlk femoral lt 67.5 item# 195923 lot# 778660 vgxp as e1 tib brg lm/rl 14x79 item# 195568 lot# 869170 series a pat thn 34 3 peg item# 184786 lot# 213840 vngd xp cr intlk tib tray 79mm item# 195276 lot# 320590 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon receipt of additional information, it was determined that this item was reported in error. The initial report was submitted in error and should be voided. This product was implanted on the right side and is not related to this revision.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported in error. The initial report was submitted in error and should be voided. This product was implanted on the right side and is not related to this revision.